Manufacturer narrative:
Customer did not provide info concerning sample or quality control for the assay. Customer declined service. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event.